Event description:
Caller reported a minimum fill notification which caused the customer's blood glucose level to exceed a safe range with the value displayed as "high." The customer took corrective action by administering a correction injection using an alternative insulin delivery method. There was no need for third-party assistance. Customer attempted to reload a new cartridge, but initial efforts did not resolve the issue. Customer service instructed the caller to remove the pump from its case, clean the pneumatic tap area, and properly load a new cartridge. This successfully resolved the issue, allowing the customer to continue insulin administration.